Event description:
During a procedure in the middle cerebral artery (mca) a guidewire was advanced to the m3 segment. A stent was advanced to the m1/m2 segment, prior to deployment a vasospasm was noted. Antispasmodic drugs were administered and the stent was removed. The vasospasm subsided. As the stent was being removed from the patient, the stent prematurely deployed within the guide catheter. The procedure was completed with another guide catheter and stent without any issue. The patient is reported to be in stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical analysis cannot be performed. However, the reported patient vasospasm is a known and anticipated complication to these types of procedures and is noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Device was disposed.

Manufacturer narrative:
Device has been disposed.

Event description:
During a procedure in the middle cerebral artery (mca) a guidewire was advanced to the m3 segment. A stent was advanced to the m1/m2 segment, prior to deployment a vasospasm was noted. Antispasmodic drugs were administered and the stent was removed. The vasospasm subsided. As the stent was being removed from the patient, the stent prematurely deployed within the guide catheter. The procedure was completed with another guide catheter and stent without any issue. The patient is reported to be in stable condition.